Manufacturer narrative:
Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was replaced. Reportedly, the patient's ipg not been working for the past six months. The patient stated it had been a long time since they charged the device. The patient controller displayed a communication error. Stimulation therapy was restored postoperatively.